Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic one week post implant. Upon interrogation, the right ventricular lead exhibited loss of capture. Programming changes were made. The lead was later repositioned the following week. No adverse event to the patient was noted.